Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing persistent occlusion alarms for the past 2 days. The customer's blood glucose (bg) level was impacted above 400 mg/dl. The customer would administer manual injection to stabilize blood glucose level. It was indicated that the customer has changed out supplies multiple times. The occlusion alarms occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.